Event description:
It was reported that this right ventricular (rv) lead paced despite being programmed off. The pacing did not capture. It was noted that it was known the lead had fractured and exhibited high out of range pacing impedance. Technical services (ts) stated that the pacing is normal device function as the auto-detect was in operation due to a non-functioning lead. The lead remains implanted. No adverse patient effects were reported. Additional information received indicates that the physician has opted to do nothing to resolve the issue as the lead has been non-functional for some time, and the patient does not require rv pacing. The lead remains in use. No adverse patient effects were reported.